Event description:
Device 2 of 2; reference MFR report: 3006705815-2019-01340. It was reported that the patient's leads migrated. In turn, surgery occurred to explant and replace the leads, which addressed the issue.